Event description:
Around the first of the year, while the implantable neurostimulator (ins) was turned on or off, the patient began feeling a surging sensation. There was no known accident or incident related to the event. When the ins was first interrogated, it showed that it was off. The patient reported that the ins turned off while she was standing in the reception area at the clinic. Impedance measurements were checked and found to be normal. The reed/magnet switch was disabled and the patient was instructed to monitor the device. It was noted that the patient lived near an air force base. Additional information has been requested, a follow-up report will be sent if additional information becomes available.